Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis in good condition. The customer's reported problem was verified. The pump was inspected and found air bubbles on downstream occlusion. Device passed all functional tests. Further investigation of the pump determined that the air bubbles on downstream occlusion sensor was the cause of the issue. Therefore, the downstream occlusion sensor seal will be replaced.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump had a blistered downstream sensor. There were no injuries or adverse events reported.